Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted due to noise via review of egms.

Manufacturer narrative:
Internal insulation abrasion was found at 7.7-8.7cm from the tip electrode. External insulation abrasion was found at 52.4-52.7cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.